Event description:
It was reported that the index procedure took place on (B)(6) 2013. Coronary intervention was performed on a de-novo, mildly calcified, 75% stenosed, diffuse type c lesion located in the left atrioventricular branch, left circumflex. After pre-dilatation was performed, a 2.5x38 mm non-abbott stent was placed along with an unknown xience prime stent in the lesion. Post-dilatation was performed and the procedure was completed with 0% stenosis. On (B)(6) 2013, follow-up via phone was performed and there were no reported patient adverse effects. In (B)(6) 2013, during a follow-up phone call, it was reported that the patient had expired. It cannot be determined if the death was related to the implanted stents and it is unknown if an autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.